Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a b30 scope communication error. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer called the technical assistance center (tac) and was instructed to remove the scope and clean the contact pins. After doing so and turning the tower back on, the error code reappeared. The customer then tried the scope with another tower and it worked fine. The tac recommended sending the clv-190 in for evaluation. The customer said they will call the repair center directly. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.